Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter fracture is confirmed but the exact cause remains unknown. Three photo samples and one radiographic image of a groshong nxt catheter were provided for evaluation. The first image shows the product label sticker which indicates ref: 7617405 and lot: redu1526. The second image shows an assembled 4 fr groshong nxt catheter. Blood and use residue are visible on the catheter surface. A complete break is present splitting the catheter into two segments. The third image shows a closer view of the break location. The break appears to be approximately 4 cm from the proximal end. The radiographic image appears to show the patients chest. A tube-shaped object is visible and appears to curl at the distal end. The images provided did not allow for a clear inspection of the characteristics of the break surface. Based on the images provided and description of the reported event, possible contributing factors include stylet damage, tensile damage, and material fatigue caused by repeated kinking of the catheter. Since the catheter was shown to be fractured in two segments, the complaint is confirmed but the exact cause remains unknown. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when maintained at outpatient clinic, the catheter ruptured and slipped into the body of this patient. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redu1526 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when maintained at outpatient clinic, the catheter ruptured and slipped into the body of this patient.